Event description:
Caller stated that she sought medical attention on (B)(6) 2023 around 10:30am at home. Caller stated that she tested her blood glucose with her prodigy meter and received a result of 513mg/dl. Caller does not recall what a normal reading should be for that time of day. Caller stated that she ate crackers and drank water before taking one pill of metformin and one glipizide. Caller stated that she did not have any symptoms of high or low blood glucose however, she then drove to (B)(6) hospital located at (B)(6). Caller stated that the hospital tested her blood glucose with their meter and received a result of 307mg/dl. Caller stated that she was not given any treatment at the hospital. Caller stated that she was told to follow up with her primary doctor. Caller was informed that her test strips are expired and they need to be discarded. Caller was educated to not use expired products. No additional information was provided.